Event description:
Doctor had two pts both with the same name. Pt #1 has dob of (B)(6), and pt 2 has dob of (B)(6). Wrong guides sent for today's surgery.

Manufacturer narrative:
It is unk at this time which pt out of the two was involved in this incident. Only one MDR will be reported since only one pt was involved. Method: review of qc procedures. Results: qc procedure does not need to be updated at this time because it does not extend to md office staff. Conclusion: failure of the md office to verify birth dates for the pts.